Event description:
The device was used during a partial gastrectomy. Reportedly, the surgeon was connecting the "dlu" with the instrument and a staple came out and cut the surgeon's finger. Another device was used to complete the procedure. No pt injury occurred.